Event description:
It was reported the customer received a motor error alarm while changing their reservoir. The customer also reported a blank display. Customer's blood glucose was 244 mg/dl. The customer could not recall any significant events leading to the alarm. It was found the customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test, occlusion test, no delivery test, prime test, basic occlusion test due to motor error alarm. The insulin pump was monitored and had no blank display, flashing with black screen anomaly noted. The button keypad is ok, not hard to press noted. The insulin pump received with minor scratches on display window, cracked case at display window corners, and cracked reservoir tube lip.